Event description:
Boston scientific received information that this right ventricular lead exhibited low pacing impedance along with oversensing. This rv lead was surgically abandoned in the patient with a new lead being implanted. Additional information indicated that subclavian crush was confirmed through fluoroscopy and this low pacing impedance was due to outer insulation break between the clavicle and the first rib which was confirmed through x-ray. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.